Event description:
According to available information, mesh tore at the suture seam on the dynamic anchor side during tensioning after both anchors were implanted. Physician stated no issues with the dynamic anchor when sliding anchor back and forth along suture before implanting. A second sling was opened and implanted with no issues.

Manufacturer narrative:
An altis sling was received for evaluation. Examination of the sling revealed the static anchor attached to the mesh. Microscopic examination of the static anchor revealed the tines to be bent outward, indicating the anchor had been implanted and removed. The dynamic suture was delaminated from the mesh, anchor and tensioner were not received. Microscopic examination of the mesh appeared to be rough and irregular, indicating stress was exerted. Blood residue was noted on the mesh the information received indicated the dynamic suture detached during the procedure. Quality confirmed the detached dynamic suture. As the dynamic suture, dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. Detail was not provided as if there were any issues that may have occurred prior to the detachment. As the detachment ends of the dynamic suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.

Manufacturer narrative:
The device was not returned for evaluation. A picture was provided in which a tear on the dynamic side (suture to mesh, partial tear) can be visualized. No information was received indicating the location where the sling was implanted or the size of the patient¿s pelvis, which may have been contributors to the difficulty the physician encountered. Without the benefit of analyzing the device, quality cannot confirm root cause of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance with procedures. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.

Event description:
According to available information, mesh tore at the suture seam on the dynamic anchor side during tensioning after both anchors were implanted. Physician stated no issues with the dynamic anchor when sliding anchor back and forth along suture before implanting. A second sling was opened and implanted with no issues.